Manufacturer narrative:
The reported issue is not reproducible on a test lung. System tests for inspiration valve, o2 valve and flow sensor system have been performed and all were successful based on the logs. An in depth analysis with the ventilation software engineering team will be performed. Since the device is still under investigation, a definitive root cause cannot be determined at this time. Any additional information received from the customer will be included in a follow-up report

Event description:
The customer reported that during pre-oxygenation prior to a suction, oscillations were observed in the flow monitoring curve. The oscillations amplitude were higher with higher o2 setting. The issue has also affected rate monitoring. There was no patient harm; however, they had to move the patient to another device.